Event description:
It was reported that during an open ileocolic resection, the patient has systematic complications and went back to surgery. The staples did not hold on the side to side anastomosis. The bowel was thin, metastasized and dead. The surgeon had to hand sew the anastomosis. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.